Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called alleging that the front casters do not swivel, turn correctly and do not always lower to the ground. The casters, walking beam and shocks are allegedly making noises and the shocks are also leaking oil. The chair will also swerve allegedly from the issue with the shocks. The consumer advised that the walking beam has a cracked weld and the shocks are worn out. The consumers brother has done some work to the chair, he allegedly welded the cracked weld on the walking beam. This chair was originally a demo product that was ordered by the territorial business manager (tbm) and shipped to a dealer. The tbm has contacted the consumer's dealer in regards to the repairs. Additional local dealers were provided to the consumer. The malfunction has not been confirmed.

Event description:
Consumer called stating that the front casters on his tdxsp-mcg power chair allegedly do not swivel, turn correctly or always touch the ground. The shocks are allegedly leaking oil and the casters, walking beam and shocks are allegedly making noises. No injury.